Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the fill tubing process, no drops of insulin were observed exiting the tubing. The customer's blood glucose level ranged from the mid 200's to high 300's (mg/dl). The customer began the fill tubing process a second time and drops were observed exiting the tubing. The customer resumed insulin therapy. The customer had manual injections available as alternate insulin therapy.